Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery rejection, unexplained no delivery, rewinding louder, and sensor updating the customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a, mmt-243a, and mmt-7040a. Troubleshooting was performed for the general documentation. Troubleshooting was not performed for the battery failed alarm and change sensor. Troubleshooting was performed for the insulin flow blocked alarm and it's a past-resolved event. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-243a. No product return is required for mmt-7040a.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement test and self-test. Unit rewound properly during testing, no unusual behavior during testing or anomalies noted during visual inspection. No unexpected battery alerts or failed batt test alerts during testing. No unexpected insulin flow blocked alarms or rewind anomaly noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed insulin flow blocked alarm on (B)(6) 2025 18:26:34.000 in pump downloaded history during bolus. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay and scratched case. Failed battery test, drive/motor anomaly, rewind anomaly and no delivery alarm were not confirmed. Unit was tested properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.